Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, the physician placed multiple smart coils in the target vessel using the microcatheter. While attempting to advance another smart coil out of the introducer sheath, the physician experienced resistance and the smart coil would not advance all; therefore, it was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was broken on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 138.5 and 139.5 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and undamaged. The pusher assembly mid-joint (od) outer diameter could not be measured due to the kinks in the pusher assembly. The inner diameter (ID) of the introducer sheath was measured within specification. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, the smart coil pusher assembly could not be advanced within its introducer sheath from the returned position. The introducer sheath was removed from the pusher assembly, and the smart coil was re-sheathed properly with resistance due to the kink in the pusher assembly. Resistance was then encountered while attempting to advance the smart coil through a demonstration microcatheter as the kink in the pusher assembly met the hub of the demonstration microcatheter, and the smart coil could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.